Event description:
The reporter stated, the surgeon attempted to insert a 13.2 mm micl13.2 implantable collamer lens but felt the lens had not been loaded properly, so decided to implant the back up lens. There was patient contact but no injury.

Manufacturer narrative:
Other (no lens malfunction), eval: (other): lens work order search. Results (other): visual inspection of the return product found the lens stuck in a cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. It should be noted that the injector and form tip plunger were not returned for evaluation.